Manufacturer narrative:
Investigation pending.

Event description:
The caller was concerned about receiving the same inratio results: (B)(6): inratio=2.2, (B)(6): poc=2.2, (B)(6): inratio=2.2. Patient self tester's therapeutic range is: 2.0-3.0. Historical inratio results provided: (B)(6) =1.5, (B)(6) =2.0, (B)(6) =2.8. Patient self tester stated that she was only concerned about receiving the same results from (B)(6).

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. After reviewing all historical testing conducted with lot 355822, no product deficiency was found. A review of the manufacturing records for lot 355822 did not uncover any relevant non-conformances. The lot meets release specification. The reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications. No problem was found.based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.